Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during device interrogation, the programmer displayed an error screen. It was further reported that the programmer was rebooted, at which time it displayed a message that indicated the programmer had overheated, and instructing the user to allow the programmer to cool before use. This was done, and the programmer was used to complete the session. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had an overheating error message. The error was not reproduced but the error was found in the programmer¿s error log. The micro processor unit (mpu) was replaced. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.